Manufacturer narrative:
This report is being submitted to provide the confirmed results of the foreign material identification. The foreign material was confirmed as a protein. This information does not alter the previously provided legal manufacturer's investigation results. If additional information becomes available, a supplemental report will be provided.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "blisters" (foreign material) could not be further identified, nor why it may have remained in the device. As the device was not returned for inspection. A further cause of the suggested phenomenon therefore, could not be presumed. The reprocessing manual of the instructions for use, contain the following descriptions relevant to the suggested event: "warning: only olympus-recommended or olympus-endorsed aers [automatic endoscope reprocessor(s)] have been validated by olympus. When using an aer that is not recommended by olympus, the manufacturer of the aer is responsible for validating compatibility of the aer with each olympus endoscope, accessories and medical instruments. Only use the aer, that meets the requirements of the relevant parts of iso 15883 series in the member states of the EU. Before using an aer, confirm, that it is capable of reprocessing the endoscope. Be sure to attach all required connectors. Otherwise, insufficient reprocessing may pose an infection control risk. If you are uncertain as to the ability of your aer to reprocess the endoscope, contact the manufacturer of the aer for specific instructions and information on compatibility and required connectors". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the videoscope has blisters on the bending section rubber and the insert part. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, it was confirmed that "blisters" were on the bending section rubber and inserting part - these "blisters" were identified as fixated proteins that had changed color. Based on the results of further investigation and additional information, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that had deviated from the procedures written in the instruction manual. The instructions for use documented in the prior medwatch to address the reported phenomenon still apply for this updated root cause. Olympus will continue to monitor field performance for this device.